Manufacturer narrative:
G4: 14oct2020 b4: (B)(6) 2020 the field service engineer (fse) replaced the power management board to resolve the reported issue. The device passed all testing and was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
It was reported to philips that the device was not powering on. The device was in clinical use at the time of the event. The customer confirmed via good faith effort on(B)(6) 2020 that the device was being set up for patient use. Another v60 was used resulting in an approximate 5 minute delay. There was no harm to the patient was reported. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed advised that the unit will not power on and the green power led light is working. The biomed requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.